Manufacturer narrative:
The balloon system was implanted for approximately 7 to 8 months which is beyond 6 months from the first balloon placement. Obalon is requesting additional patient and administration information. The balloon that passed was not retrieved or returned to obalon. The balloon that was removed from the stomach was returned to obalon for analysis. The balloon was not sent for culture analysis as the balloon had been rinsed prior to sending to obalon. Obalon visually inspected the balloons with light microscopy and only some material fatigue was observed and the volume was measured to be within specification. Obalon's labeling addresses the reported event with warnings for monitoring patients for deflation symptoms, to remove balloons 6 months after the first balloon was placed, and that the risk of deflation is significantly higher with balloons that implanted longer than 6 months. No serious injury was associated with the event. Per the labeling, patients reporting a loss of fullness, increased hunger, and/or weight gain should be examined by radiograph, as this may be a sign of balloon deflation. Additionally, any increase in nausea, vomiting and/or cramping after initial symptoms have subsided may indicate a deflated balloon. Patients should be evaluated by radiograph and endoscopic visualization might be required if the state of inflation cannot be determined radiographically. Each patient should be monitored closely during the entire device therapy period in order to detect the development of possible complications. Patients should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration, esophageal injury, and other possible complications that could occur, and should be advised to contact their physician if these symptoms worsen over time or persist for more than 24 hours. All three balloons are removed 6 months after the first balloon was placed. The balloons are only intended to remain in the stomach for 6 months from the time of placement of the first balloon. All balloons placed must be removed at the end of 6 months after placement of the first balloon using endoscopy per the specified tool dimensions. All balloons must be removed 6 months after the first balloon is placed. The risk of balloon deflation is significantly higher with balloons that are left longer than 6 months. After 6 months from the first implantation, all balloons must be removed from the patient.

Event description:
A female patient with two balloons which were implanted in (B)(6) 2017 by a physician in (B)(6) contacted a physician in (B)(6) on (B)(6) 2018 because she believed she had passed a balloon in her stool and needed another balloon removed. The patient had experienced new symptoms of diarrhea and abdominal cramping prior to the balloon passing in the stool. The patient was examined by x-ray and only one balloon was found in the stomach and the bowels were free and clear (no additional balloon identified). The balloon in the stomach was successfully removed on (B)(6) 2018 and was returned to obalon. The balloon which had passed in the stool was not retrieved and therefore not returned to obalon. The balloon system was implanted more than 6 months from the first balloon placement. There was no serious injury due to the deflated balloon which passed through the patient's digestive system.

Manufacturer narrative:
Supplement#1 addition of obtained patient information (part a) after initial report submitted.